Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump touchscreen became unresponsive on multiple occasions, without apparent damage, consistent with a device problem of unresponsive keys/buttons involving the touchscreen, and a replacement device was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with the touchscreen presenting as unresponsive input. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.